Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient had dislocated hip was not able to be closed reduced. Changed the stem and head ball. Doi: unknown, dor: (B)(6) 2021, right hip.